Manufacturer narrative:
Manufacturer's investigation conclusion: although review of the submitted log files confirmed low flow alarms, the reported ofg graft twist could not be confirmed as no product was returned for evaluation and no images were submitted for review. The controller event log file contained contained 14 hours of data from (B)(6) 2019. This log file captured motor power, calculated flow, and calculated pi ranging from 3.509 to 4.246 watts, 1.1 to 1.7 lpm, and 2.6 to 3.5, respectively. The log file captured constant low flow alarms throughout the log file when the estimated flow dropped below a threshold of 2.5 lpm. Flow slowly decreased over the duration of the log file. Despite the low flow events, the pump speed remained above the low-speed limit for the duration of the log file. The patient remains ongoing on heartmate 3 lvas, and no further events have been reported at this time. Corrective action has been taken to further investigate sealed outflow graft kinks/twists. The hm3 lvas IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested but was not received. Approximate age of device- 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported during log file analysis that flow began decreasing and there were multiple low flow events. The patient had a computed tomography angiography (cta) that showed a twist in the outflow graft near the pump. The patient was still asymptomatic. The patient was taken back to the operating room and an intercostal incision was made and bend relief was disconnected. The twist was visualized, untwisted, and the blue screw ring that was found to be loose was tightened. An outflow graft clip was applied and the chest was closed. The patient was said to be recovering and stable after the procedure. No additional information was provided.